Manufacturer narrative:
Natus qa evaluated the returned vac-pac, which had been repaired with one half of a patch next to the valve stem. The returned vac-pac was suctioned and remained firm for 72 hours. When the patch was removed, the vac-pac softened. A 0.5cm tear was observed 2.0cm from the valve stem, and qa suspected that the tear may have been caused by a towel clamp. The complainant opted to replace their vac-pac under warranty. Users are instructed to check the vac-pac device before and after each use and not to use the device if there is known damage or a leak.

Event description:
Natus received a report that a vac-pac had softened during a lateral shoulder procedure which lasted approximately three hours. The complainant initially noticed that the vac-pac had softened when the patient was placed on it prior to surgery prep. Suction was re-applied, the valve cap was closed, and the vac-pac was subsequently used during surgery. After the surgery, it was noted that the vac-pac had become flaccid. Upon inspection of the vac-pac, a small tear was noticed near the valve and beads originating from the vac-pac were seen on the patient bed. The complainant stated that vac-pacs are stored firm and flat, and they had not noticed a tear prior to surgery. The vac-pac was purchased in (B)(6) 2017. The complainant noted a slipping of an arthrex s3 traction tower during surgery which could have possibly been related to a lack of lateral support provided by the vac-pac. The complainant stated that the patient did not lose position during surgery as the vac-pac was taped to the operating room table and securing posts were attached. There was no report of death, serious injury, delay in treatment, or environmental/safety concerns. The complainant stated that there was no harm caused to the patient.